Event description:
It was reported that the tcm did not cool the circuit. No pt injury was reported.

Manufacturer narrative:
The field service representative evaluated the system but could not duplicate the reported issue. He identified the system had poor actuation and replaced the solenoid valve to address that issue. He also performed a preventive maintenance on the unit. The valve replacement and preventive maintenance were not associated with the reported event. The system was returned to the customer and functioned as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.